Manufacturer narrative:
A steris service manager arrived on site, inspected the unit, and identified that the door gasket required replacement. The service manager replaced the door gasket, tested the unit, and confirmed it to be operating according to specification. The DHR for the unit was reviewed and it was confirmed the unit was manufactured according to specification. Although the root cause of the event could not be determined, the door gasket appears to have sustained damage by the user facility during routine use and operation of the unit. The unit is under steris warranty. No additional issues have been reported.

Event description:
The user facility reported that their 16" century sterilizer was leaking steam. No injury, procedural delay, or cancellation was reported.